Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 17 oct 2019. Information was received that there was no issue or malfunction with the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.